Event description:
It was reported that following post-dilatation of a stent, the balloon would not deflate. The catheter was removed from the pt while the balloon was fully inflated. No pt injury was reported.